Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with injection vancomycin (1 gram, route, frequency, and duration not reported), injection amikacin (150 mg start dose, route, frequency, and duration not reported), injection cilanem (intraperitoneal, 500 mg in each bag, frequency and duration not reported), flucon (150 mg tablet daily, route and duration not reported), and cifran (250 mg tablet twice a day, route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.